Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was at home having red heart alarms. A log file review was requested. The log file captured low flow events on (B)(6) 2020. There did not appear to be any type of equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended. The patient tried to change the controller and the patient's son reconnected back to the same controller. The vad coordinator wanted to be sure the patient was having low flow alarms prior to disconnection. Technical services stated that the driveline disconnect and the data prior to driveline disconnect was all over written by newer incoming data, i.e. Low flow events so it cannot be said for certain if there were low flow events prior to the driveline disconnecting. No equipment was exchanged as the son reconnected the patient to the original equipment. Emergency medical services arrived and the patient was in ventricular tachycardia (vt) but still awake so they transported the patient to the emergency room. The patient was given lido and amiodarone and cardioversion to correct rhythm. The patient was then transported to the hospital. The patient is now in their home and there is a plan for implantable cardioverter-defibrillator (ICD) gen change.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log file. According to the account, the low flows were related to ventricular tachycardia. A direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account submitted log files for review. Analysis of the submitted log file revealed transient low flow hazard alarms were captured on 06jun2020 when the flow dropped below the 2.5 lpm threshold that resolved. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient experienced low flow alarms. The account reported that when emergency medical services (ems) arrived the patient was in ventricular tachycardia (vt) and transported to local emergency room. Lidocaine and amiodarone were given to the patient and then cardioversion to correct rhythm. According to the account, the patient is now home and there is a plan for implantable cardioverter-defibrillator (ICD) gen change. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU explains that pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The low flow alarm is triggered when the flow is less than 2.5 lpm. Furthermore, the IFU describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.